Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Reporter stated that customer received the following results on the aviva expert system within 10 minutes: 250 mg/dl and 59 mg/dl. The customer had hypoglycemic symptoms of feeling "unwell" at the time of these results. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).